Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer over-corrected for elevated blood glucose (300-400 mg/dl) by delivering insulin from the pump and manual injections. Subsequently, blood glucose (bg) decreased ¿extremely low¿ (value not provided). Emergency medical technician assisted the customer and glucagon pen was administered. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.